Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address high metal ion levels.**update** (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised to adress pain.